Event description:
In (B)(6) 2012 I had essure done. In (B)(6) 2013 we were told we are pregnant. Now it is (B)(6) and not only are we pregnant, we are pregnant with twins. Our twins are due (B)(6) 2014.